Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was unable to take correct graft thickness. It was suspected that the device had incorrect calibration. Additional information was received on (B)(6) 2016 stating that the event occurred during surgery with a delay of approximately 1-15 minutes. There was no harm, injury or adverse event to patient/operator or was the life/health of patient at risk; however there was an impact/damage to the graft harvest and an additional graft harvest was required. The surgery was completed with an alternate device.

Manufacturer narrative:
The root cause of the reported event device had incorrect calibration and the device was unable to take correct graft thickness cannot be specifically determined with the information provided. The device was noted to be functioning as intended after the repairs were performed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On august 8, 2016, it was reported that the device was unable to take correct graft thickness; the device had incorrect calibration. On august 10, 2016, it was clarified that the issue occurred during surgery with impact or damage to the graft harvest. The surgical time was extended 1-15 minutes and there was no harm or injury to the patient or operator. There was additional graft required and the surgery was completed with an alternate device. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer (B)(4) on august 8, 2016 revealed that the blade oscillator clip was missing. There was no previous repair or calibration history found. The calibration was out of specifications at the 0, 10, and 20 settings. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer (B)(4) on august 8, 2016 which included replacement of the machined head, semi-circle shaft bearing, adjustment cam, vespel sleeve, motor, motor sleeve, ball bearing, spring seal, external e-ring, and reciprocating arm. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the calibration was out of specifications at the 0, 10, and 20 settings. However, it is non-verifiable for the reported event that the device was unable to take correct graft thickness. The root cause of the reported event was due to the device calibration was out of specifications at the 0, 10, and 20 settings. However, it is non-verifiable for the reported event that the device was unable to take correct graft thickness which cannot be specifically determined. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.